Event description:
The customer reported an uncontained leak of small amount of blood and diluent from the probe of the coulter ac.t diff analyzer while controls were run. A beckman coulter (bec) field service engineer (fse) assisted the customer over the phone to replace valve 8 and to clean the probe wipe. The customer indicated that the leak continued and that one of the ports on the probe wipe was clogged. The fse was dispatched to evaluate the instrument at the customer site. The customer was wearing personal protective equipment consisting of gloves, laboratory coat, and protective eyewear when the leak occurred, and there was no direct contact with the leak. There was no injury, erroneous result, or change in patient treatment in connection with this event.

Manufacturer narrative:
The fse determined that the leak was caused by clogged port on the probe wipe. The fse flushed the vacuum side of the probe wipe to the vacuum chamber 1 (vc 1) with hot water to unclog the port, and reinstalled the probe wipe to resolve the issue. (B)(4).